Event description:
It has been reported to philips that, system would not power on, could not do fluoro and given x-ray not possible error. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system wouldn't power on, x-ray was not possible. To resolve this issue, fse reconfigured detector settings. After reconfiguring the detector settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.